Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of anaphylactic reaction, hypertension, ecchymosis, edema, and skin rash" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions for use. There is no available clinical data concerning the tolerance of the juvederm voluma xc injection in pts presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner must therefore decide on the indication according to the individual case, depending on the nature of the allergy, and must ensure that there is individual surveillance of these pts who are at risk. In particular, the decision may be taken to propose a double test or preventive adapter treatment previously to any injection. Undesirable effects: the pts must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. The distributor and/or MFR must be informed about any other undesirable side effects linked to the juvederm voluma xc injection.

Event description:
Healthcare professional reported immediately after injection with juvederm voluma with lidocaine in the marionette lines, pt developed bruising and edema of the right marionette line. Pt was prescribed prednisone. One hour later, the pt returned to the office "with slowly developing anaphylaxis", which included a "generalized rash" of the face and neck, hypertension, and edema of the right and left marionette lines. Pt was admitted overnight at a nearby hospital and treated with "adrenaline" and hyaluronidase. Pt symptoms resolved within 24 hours of injection.